Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 2-3 weeks post implant procedure, the patient fell resulting in right ventricular (rv) lead dislodgement and left ventricular (lv) lead not capturing. It was noted that a chest x-ray confirmed that the rv lead was out of place. It was also noted that the rv lead had no capture and was not sensing. Both leads were repositioned and remains in use. No patient complications have been reported as a result of this event.